Event description:
The hcp reported the patient had ulcerations on arms since implant. Now the patient was thought to be in withdrawal with hypertension, disorientation, combativeness, uncontrollable shaking, increased pain, and leg restlessness. Boluses were done and did not help the symptoms. A catheter dye study was reported as "got back particles - not sent in for analysis." No rotor study was done. The device system was explanted and replaced. The patient outcome is much improved and has had no further complaints.